Manufacturer narrative:
This report is submitted on november 30, 2020.

Event description:
Per the clinic, the device and abutment were electively self-removed by the patient in september (specific date not reported). The patient has not been reimplanted with a new device as of this report.